Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/05/2016. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and the preloaded insertion system was received in its original package. The plunger was observed in advanced position. Visual inspection was performed at 10x microscope magnification and residues of viscoelastic solution were observed on cartridge which indicated that the unit was handled and prepare for surgical use. Lens was observed stuck at the cartridge tip area. Heavy dent/distortions and a crack were also observed in the same area. The complaint issue reported was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tecnis itec preloaded had been prepared for implantation according to the instructions provided. The scrub nurse had engaged the rod to the first mark (hash marked line). The surgeon once ready for implant, pushed the rod to the second solid maker. It was at this point, the tip of the cartridge had split on the side. The surgeon decided to discard the cartridge. Upon inspection, the surgeon continued to rotate and the lens migrated side wards. The cartridge did not touch the eye of the patient and there was no patient injury.